Event description:
Healthcare professional reported, right side "rupture" of a saline-filled breast implant. Device explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening striated on anterior side assessed, as surgical damage. Additional observations: fluids observed.

Manufacturer narrative:
Initial reporter- email: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side "rupture" of a saline-filled breast implant. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.